Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 6 trace on keypad assembly. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had beep anomaly and volume was not adjusted. Customer reported that they did hear beeps when audio volume settings were saved. Customer also reported that they did not hear the differences between the two audio beep volumes. Customer performed audio beep test and the test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.